Event description:
Hill-rom received a report from the account stating the bed exit alarm and scale were not working. The bed was located at the account on the 4th floor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #170810.

Manufacturer narrative:
The hill-rom technician found the scale system had a negative weight reading and was not zeroed properly. As search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician added weight to the bed to correct the scale and the bed exit alarmed as designed to resolve the issue. Based on this information, no further action is required.